Manufacturer narrative:
The reported event that unknown_kie product (as reported: t2 gtn screw) was alleged of k-111 (infection) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. This complaint has been reported during a literature review performed by the post market surveillance group. No product identification is possible and no additional information will be requested to the customer as this serves for trending purpose. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated. It not known whether the products were delivered sterile or unsterile when the stryker device has been delivered non-sterile: stryker has demonstrated that all implants, external fixation components, instruments, and trays that are delivered in a non-sterile condition can be successfully sterilized in any hospital or surgical facility with current sterilization techniques. A detailed description of approved sterilization techniques is described in the respective IFU. Sterilization of stryker implants and instruments is made in the full responsibility of the facility that has sterilized the devices in question. Stryker shall deny any responsibility in the case of an infection. When the stryker implant has been delivered in sterile: based on the clinical opinion on the potential risk of infection caused by sterile packed stryker implants and instruments, ¿any kind of surgery bears the risk of infection. In trauma and orthopedic surgery with external or internal fixation implants or endoprostheses the infection risk varies between 0.5 % and 5 %, exceptionally up to 10 % and beyond, mainly depending on the respective surgical procedure and the typical patient population. The probability that this infection is caused in the sphere of stryker¿s influence is estimated less than 0.001 % (10 ppm) whereas by implication, the probability that such an infection is caused in the sphere of the hospital or caused by any other fateful event is estimated greater than 99.999 %.¿ also, the instruction for use mentions ¿early or late infection, both deep or superficial¿ as most frequent adverse effects involving the use of internal fracture fixation devices rather than device related. Device not available to stryker.

Event description:
This product inquiry addresses deep infection. The pmcfr states: ¿a patient was found to have deep infection of the implanted hardware underwent irrigation and debridement of the surgical wound and had positive cultures for bacillus species, an anaerobic bacteria species. This infection resolved following surgical irrigation and debridement and intravenous antibiotics.¿ the manufacturer became aware of a post market clinical follow-up report (pmcfr) from baylor scott and white medical center. The title of this report is a post-market clinical follow-up (pmcf) of the treatment of femoral fractures with the t2 greater trochanter entry femoral nailing system (gtn) which was published in june 2018 and is associated with the t2 greater trochanter entry femoral nailing system (gtn). Within that publication 3 adverse events were reported, which occurred between 2012 to 2017. It was not possible to ascertain specific device or patient information from the article, a review of the complaint handling database however revealed that the events had not been reported by the hospital or by the author of the publication, therefore 3 complaints were initiated retrospectively. All 3 adverse events involved static mode 1. All 3 adverse events took place on the right side.